Event description:
It was reported "at the moment of opening the arterial line to place it on the patient, a broken guide is evident, so another arterial line is opened." This was found prior to use. There was no patient involvement.

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
(B)(4) the customer returned one guide wire and product lidstock for analysis. No other components were returned. No definite signs of use were observed. Visual analysis of the guide wire revealed the guidewire was kinked in multiple places throughout the body. Microscopic examination confirmed the kinks and revealed that both welds were present and spherical. Additionally, the product lidstock states "do not bend". The kinks in the guide wire were located 105mm, 204mm, 321mm, and 331mm from the one tip. The overall length of the guide wire measured 349mm, which is within the specification limits of 345mm-355mm per the guide wire product drawing. The guide wire outer diameter measured 0.510mm, which is within the specification limits of 0.508mm-0.533mm per the guide wire product drawing. A manual tug test confirmed that the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use if package is damaged". The lidstock was reviewed as part of this complaint investigation. The words "do not bend" are clearly visible on the front of the lidstock. An engineering change order was implemented in april 2017 to update the product labeling to clearly inform the customer to not bend the product and is intended to reduce the potential for product damage. The customer report of a damaged guide wire was confirmed through investigation of the returned sample. The guide wire was kinked in the middle of the body and the returned packaging contained one major fold as well. The guide wire met all relevant functional requirements, and a device history record review was performed with no relevant findings. The packaging clearly states "do not bend." Based on the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "at the moment of opening the arterial line to place it on the patient, a broken guide is evident, so another arterial line is opened." This was found prior to use. There was no patient involvement.